Event description:
The customer reported that the system was not saving pt images (data loss). There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The system software was reloaded, and the configuration was restored. The system operates as intended and was returned to service.